Manufacturer narrative:
(B)(6). (B)(4). The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis on (B)(6) 2011. The reporter stated that the patient experienced nausea, emesis, and shortness of breath; blood glucose upon admission was 955 mg/dl. He stated that the initial treatment included intravenous insulin and vancomycin administration. The reporter alleged that the patient experienced aspiration pneumonia as the result of the emesis. It was reported that she was discharged from the hospital on (B)(6) 2011. The reporter claimed that the patient was using a cartridge from recalled lot #b201583 at the time of the event. He did not report evidence of insulin leakage from the cartridge; insulin on the outside of the cartridge or inside the cartridge compartment was not mentioned. The complaint is being reported because the patient was hospitalized for dka while using a cartridge from a recalled lot number.